Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasions noted at 41.0 ¿ 41.2 cm, 43.5 ¿ 43.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. The conductor cables were not present and not returned for analysis in both locations. Externalized conductors due to internal insulation abrasion were noted at 11.7 -14.0 cm, 12.5 ¿ 15.0 cm from the distal tip. The ptfe liner was intact but one rv/re etfe cable coating was found abraded in these locations. Internal insulation abrasions were noted at 8.2 ¿ 9.5 cm, 11.0 ¿ 12.0 cm, and 24.2 ¿ 25.0 cm from the distal tip and middle regions of the lead breaching all the lumens. The ptfe was found intact in these locations but the etfe cable coating for the non-functional cable and right ventricular cable were found abraded.

Event description:
This report is to advise of an event observed during analysis.